Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is considered closed.

Event description:
Litigation papers allege: on or about (B)(6) 2009, pt was implanted with a depuy asr xl hip with a tri-lock femoral stem on her left side. Since the procedure, pt has had symptoms including but not limited to hip pain that radiates to her left leg and knee and problem sitting, standing and moving up and down stairs. Additionally, it is alleged that pt now faces the potential for a revision surgery in the future.